Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped or bumped and had crack in case and no alarm on high and low blood glucose, insulin pump had just one audio signal on self test and insulin pump shutdown on first self test. Customer's blood glucose value was 109 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump had absence of audible sensor alarms and hardware low level failures alarm occurred after self-test. Customer states they performed new self test and test result was failed and hardware low level failures alarm occurred again. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display and audio or vibrate anomaly noted. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly.device received with cracked case battery tube noted.